Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment cap fell off during maintenance. There was no injury or intervention.

Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. Microscopic evaluation revealed some dents and scratches on the attachment head. Cap cavity was found dry with some debris. Attachment was sent to (B)(4) for further evaluation. Results from (B)(4) stated: the gears are worn, the upper ball bearing is damaged. The thread of the housing is damaged. Dirt and residues inside the head cavity.